Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd) and entered safety mode. The device was due for a software update, but the patient was unable to come into the clinic and as a result, the device entered safety mode. Subsequently, this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.